Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the pump was not showing insulin delivery for that day and the patient had elevated blood glucose (bg) of 23 mmol/l with ketones. The reporter additionally stated the patient was being kept at home due to a possible gastrointestinal virus. The reporter confirmed that the patient had experienced fluid loss through diarrhea. The reporter stated that changing the site/set on (B)(6) 2013 improved the bg level somewhat. The reporter stated that the patient refused syringe injection for correction bolus and will allow only pump delivery of insulin. During troubleshooting by animas customer technical support it was discovered that the time and date had been incorrectly set the prior day while attempting to reset the time due to adjustment for the hour gain in time. The time and date were corrected during the call. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy and had the time and date set incorrectly by accident.